Event description:
Invalid result(s). Invalid result. The user reported that their cassette did not produce a control (ctl) line or any test (a, b, cov) lines.

Manufacturer narrative:
Case outcome: batch records for final product manufacture and qc record for cfl4090001 were reviewed and no abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process. The test results of retention samples from cfl4090001 met the qc criteria. We have not found the complaint issue from the retained cassettes. The complaint is not verified. The following fields are updated: b4, "date of this report" - date of this follow-up report. G6, "type of report" - follow-up #1. H2, "if follow-up, what type?" - added "device evaluation" and "additional information" h3: retention lot was evaluated. H6 "adverse event problem" - event problem and evaluation codes are updated. H11 "additional narrative/data" - updated manufacturer's narrative.

Manufacturer narrative:
The current complaint is pending investigation from acon's contract manufacturer. Acon will submit a follow-up MDR upon investigation completion. Any additional information received by acon may be included with a follow-up MDR.

Event description:
Invalid result(s). Invalid result. The user reported that their cassette did not produce a control (ctl) line or any test (a, b, cov) lines.